Event description:
Summary: based on complaint report or investigated failure mode, there was a potential staining alteration. Customer complaint record reported the event as follows: wash buffer unable to dispense. No direct or indirect patient harm or user harm have been reported.